Event description:
Customer contacted ameda, inc on (B)(6) 2015 to report gray smoke emitted from the left side of the motor base near the ac adapter port while using the purely yours breast pump plugged into an electrical outlet at home. Customer reported left side of breast pump became warm to touch. Customer denied injury or burn and did not seek medical attention.

Manufacturer narrative:
The customer was shipped a replacement purely yours breast pump and ac adapter on (B)(4) 2015. The used purely yours breast pump and ac adapter was returned to ameda on 03/11/2015 and is currently being evaluated. A supplemental report will be filed.

Manufacturer narrative:
Investigation of the returned product indicated that the smoke observed by the customer could be from the coating of the battery contacts inside of the purely yours breast pump. A visual inspection of reserved purely yours breast pumps indicated that the coating of the battery contacts was visually inconsistent indicating the manufacturing process was inconsistent. A supplier corrective action request was issued to the manufacturer.